Manufacturer narrative:
The investigation has been completed. The device investigations revealed the failure modes were not reproduced while running an optical pump simulator. 5s parameter and optical connector was tested and inspected. There was no issue with the console hardware (optics and electronics). The root cause of the detection issue of pump disconnection was due to an aic software issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) displayed a controller failure red alarm, including the messages "controller failure" and "replace controller." No further information was provided. No patient is involved.